Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient got syncope due to low heart rate. Programming changes were made and the issue was resolved. Patient's condition was normal.